Event description:
Family member called to report the death of pt. The cause of death is still unk. Customer was wearing pump when she found him on the floor but was taken off of pump when in the hosp. Blood glucose was at 53 when paramedics arrived. Family member is still awaiting the autopsy results.